Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted 1 opened large arctic gel pad kit present with no original packaging. Five photos were received for evaluation. Visual inspection noted the following: * slight rip in the tubing jacket of the left chest pad * no visible chips or deformities at the ends of all connectors. * tubing for all the pads noted no kinks present. * one photo shows a thigh pad with liner partially peeled back and no clear issues noted. One photo shows all pads in the kit with liner removed and water in the pads indicating that they had been used. No clear issues noted. Two photos show pads with hydrogel peeling back from the edges. Pr # (B)(4) was opened to capture this reported issue. Upon evaluation of the physical sample, hydrogel was intact with pad and not separated. The reported issue could not be evaluated by a visual evaluation alone, so a functional evaluation was required. Each pad was individually tested using tm0301222 rev 2. All individual measured flow rates are outlined. * left chest pad: a total of 4.40 l/min m^2(device) and 2.93 l/min m^2(flow meter) of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 35%, inlet pressure was -7.2psi. The inlet pressure was unstable as well, indicating a potential air leak. * right chest pad: a total of 4.40 l/min m^2 (device) and 2.44 l/min m^2 (flow meter) of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 42%, inlet pressure was -7.0psi. * right thigh pad: a total of 6.37 l/min m^2 (device) and 3.18 l/min m^2(flow meter) of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 50%, inlet pressure was - 7.0 psi. * left thigh pad: a total of 3.18 l/min m^2(device) and 3.82 l/min m^2 (flow meter) of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 38%, inlet pressure was - 8.1psi. Inlet pressure was fluctuating. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4)." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: b,d,e,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse noticed patient's bed was wet and the artic sun machine was low on water. Rn removed defective arctic gel pads and placed with new pads. No issues with replacement pads. The defective pads were available for return to manufacturer with mailing label provided by manufacturer. Per sample evaluation results received via task on 19feb2025, it was reported that the air leak was found. Per follow up information received via mail on 07may2025, lot number of the product was ngjv0870. The edges of the arctic gel pad with lot # ngjv0902 where hydrogel appears to have peeled away in attached photos. No medical intervention needed.

Event description:
It was reported that the registered nurse noticed patient's bed was wet and the artic sun machine was low on water. Rn removed defective arctic gel pads and placed with new pads. No issues with replacement pads. The defective pads were available for return to manufacturer with mailing label provided by manufacturer. Per sample evaluation results received via task on 19feb2025, it was reported that the air leak was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.